Manufacturer narrative:
The fe performed troubleshooting to the instrument. The fe indicated that the provue was functioning as expected and did not require repair, as instrument malfunction was not identified. No definitive root cause was determined. Complaint:

Event description:
The customer reported that the ortho provue analyzer interpreted a positive known sample containing anti-jka as negative. The customer visually reviewed the gel cards processed on the provue, and indicated that they appeared to be weakly positive. The sample reacted positive in tube method. The patient's test results did not match historical data and the tube method, preventing erroneous test results from being released.